Event description:
New information reported stated that the lead was explanted at an unknown date. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the left ventricular lead exhibited high impedance measurements. The patient had experienced some pocket stimulation which has since subsided. The patient was seen at the clinic and diagnostic imaging revealed the left had dislodged. The patient was asymptomatic in clinic and would continue to be monitored via routine follow-up.